Manufacturer narrative:
Additional information. The pump remains in use supporting the patient, however, a portion of the patient's driveline was returned and evaluated by the manufacturer. Manufacturer's investigation conclusion: the report of damage to the outer silicone sleeve of the patient¿s driveline can be confirmed. A distal end driveline replacement was performed by a tech services representative. Approximately 19¿ of the external portion/distal end of the driveline was returned. A clamshell repair had been previously applied on 14sep2015 due to a separation of the distal end bend relief. White and clear tape was covering a large majority of the returned driveline due to numerous areas of silicone sleeve damage. The tape, clamshell, and the remainder of the silicone sleeve were removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on vad support. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline¿ and the heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2013. It was reported that a driveline repair was requested. The patient was not experiencing any pump issues, but almost the entire length of the patient's driveline has been rescue taped. A driveline repair was successfully conducted on (B)(6) 2019 and the patient was released home without issues. No additional information was provided.